Event description:
Tip of surefire scorpion needle broke off in pt. Event was recognized by staff and piece retrieved before closing pt. Procedure prolonged due to retrieval efforts. No known harm to pt. FDA safety report ID # (B)(4).